Manufacturer narrative:
Device was not returning for investigation for this complaint issue. This reported issue was not caused by a malfunction of the device. This issue was due to use error.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple auto off alarms ((B)(6) 2016). The customer's blood glucose level was 229 (mg/dl). A bolus via the pump was administered. Tandem technical support educated the customer about the auto off alarm safety feature and to check with their healthcare provider before modifying the setting.